Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: 336 mg/dl, 236 mg/dl, 161 mg/dl, 204 mg/dl and 165 mg/dl. These tests were all taken using strips from three vials of the same lot. It is not known if some readings were taken using strips from the same vial. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.